Manufacturer narrative:
Results investigation: (B)(6) received (10) 3/10cc, 6mm, 31g syringes in a sealed poly bag from lot # 6116884. Upon evaluation by (B)(4), it was note that one (1) of the samples received exhibited the cannula protruding through the shield. This generally occurs when there is a misalignment during assembly of the hub/cannula and the shield. When this occurs, the cannula can penetrate the shield, which would increase the change of a needle stick injury. On the production line, a current it passed over the shield to detect any cannula through shields, prior to packaging. If an arc is detected by this system, the piece is ejected from the machine. This system is challenged at regular intervals to ensure it is functioning properly. No failures were noted in review of this batch documentation. A complaint history check was performed and this is the 2nd related complaint for needle through shield on lot # 6116884. This is the 1st related complaint for needle stick on lot # 6116884. Conclusion: based on the samples / photo(s) received the investigation concluded: bd was able to duplicate or confirm the customer¿s indicated failure (needle stick and cannula through shield). Possible root causes for needle through shield include: needle was bent during the shielding process and was not detected at the pim, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production. Although the sample confirmed the customer¿s indicated failure mode, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported a needle was through the shield on a 0.3ml 31g x 6mm bd ultra-fine¿ insulin syringe, and pierced the customers finger before use. No medical interventions were reported.